Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient was doing well postoperatively. Nothing will be returned because facility does not allow reps to take equipment.